Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an 8 mm amplatzer muscular vsd occluder (muscvsd) was implanted; however a residual leak persisted. The patient improved however on (B)(6) 2017, the muscvsd was noted to have migrated towards the right ventricle. The patient was taken to surgery for device removal and vsd repair with a patch. The patient is reported to be doing well.

Event description:
On (B)(6) 2017, an 8 mm amplatzer muscular vsd occluder (muscvsd) was implanted in a patient who had a post infarct vsd. Following implant a residual leak persisted, however the patient improved initially. Then on (B)(6) 2017, the muscvsd was noted to have migrated towards the right ventricle. The implanting physician believed the defect grew in size post-procedure which caused the muscvsd to migrate. The patient was taken to surgery for device removal and vsd repair with a patch. The patient was reported to be doing well at that time. A few days after surgical closure of the ventricular septal defect the surgical patch was noted to have pulled away from the septal tissue. On (B)(6) 2017, the patient was taken back to the cath lab where a 25 mm amplatzer cribriform occluder (aco) was implanted with the intent to secure the patch and close the defect. The aco completely sealed the defect with no residual leak immediately following implant, however, on (B)(6) 2017, the patient's murmur returned and a small residual leak around the aco was noted. No further intervention was required as the patient was doing well.